Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune broken instrument. No patient affected or delay to surgery.

Manufacturer narrative:
No product was returned however the photos attached confirms the failure mode as reported. The risk associated with this failure mode has been assessed within a hhe ((B)(4)) /qrb ((B)(4)) which was initiated on 06 october 2014 and determined an occurrence score of "l1" for each potential harm identified (the product problem has never been known to result in the identified harm, and it is not reasonable to expect that it ever would).the complaint does not indicate any patient effect or surgical delay. This is consistent with the findings of the hhe and previous complaint investigations. The qrb ((B)(4)) recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA (B)(4). The complaint shall be closed to CAPA; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.